Event description:
It was reported that there was intermittent noise seen on the right ventricular (rv) lead. Noise was not observed with pocket manipulation or isometrics. The thresholds also increased since the past check. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.